Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2002, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 27-nov-2003, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving morphine 15 mg/ml; minimum rate via an implantable pump. Indication for use was non-malignant pain. The date of the event was unknown. It was reported the patient experienced a loss of therapy with increased pain. On (B)(6) 2018 the managing hcp attempted a catheter access port (cap) dye study and was unable to aspirate any fluid from the cap. A catheter revision was performed on (B)(6) 2018. The hcp was not programming the pump to a therapeutic rate and did not prime the total catheter volume (tcv) do to an estimated tcv. No further complications were reported.

Manufacturer narrative:
Correction/update: device code (B)(4) is relevant to the event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative. The pump segment was severed in the pocket. The catheter was replaced (B)(6)18.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. It was reported the doctor had done a dye study and they figured the tubing was not connected to the pump. The dye study showed disconnection between the pump and tubing. The catheter was revised by a spine surgeon. The patient came to the doctor after the symptoms were resolved.

Manufacturer narrative:
The evaluation codes have been updated. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. The patient reported their catheter was replaced because it was corroded and broken. The patient stated their healthcare provider said the catheter was a mess and just snapped. It was reported the issue had occurred within six months of their pump replacement on (B)(6) 2017, sometime between (B)(6) 2017 and (B)(6) of 2018. The patient reported they had two "metal scheels" on either side of her spine and their healthcare provider had to splice the catheter on the outer side of the scheel. The patient stated the connection has not been changed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. The patient¿s weight at the time of the event was 150 pounds. Medical history was not available. The pump system was functioning properly after the catheter revision. No product to be returned.